Manufacturer narrative:
An ocd field engineer reported on bahalf of the customer that the ortho provue analyzer interpreted negative results as positive. The customer reported that the analyzer posted condition codes, preventing erroneous results from being reported. The customer was performing qc testing at the time of the incident. An ocd field engineer arrived on site and performed the appropriate repairs to return the analyzer to expected operation. Erroneous results were not reported as a result of this incident. However, false positive results occurred independent of test method. If an incident of this nature were to recur, undetected, it could lead to erroneous results and possible transfusion of incompatible blood. Instrument malfunction could not be ruled out as a contributing factor.

Event description:
An ocd field engineer reported on behalf of the customer that the ortho provue analyzer interpreted negative results as positive.